Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed complaint unverified, found no issues with rtm charging the ins. No anomalies were visually observed. Passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported he was having a couple of issues with his controller for about the past month and a half. Pt reported getting a message saying that "it is running hot" and it wants to shut off during recharging of the implant (ins). Pt was not sure of the verbiage of the message he saw and he hasn't seen that message in awhile. Pt reported the screen on the controller will go blank while he was recharging. Pt stated that the light will be flashing green and then the screen will just go blank. Pt stated that sometimes he can press the up/down arrow to get the screen to come back on but today the controller screen was blank/unresponsive. Patient services (pss) review with pt that it is normal for the controller screen to go blank during recharge and he should be able to bring the screen back up with the up/down arrow. Pt is very anxious about not being able to charge his ins. Pt is worried there is an issue with the controller. No symptoms were re ported. A replacement recharger was sent to the patient.